Event description:
It was reported that the physician had difficulty slitting the catheter and the catheter broke in two pieces during implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was bent. Visual summary analysis indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.